Event description:
Information received indicating that one cadd solis vip pump had bubbled downstream bubbled sensor. No adverse effects reported.

Manufacturer narrative:
Other, other text: additional information: a1, h6, h10. Information was received on 06/10/2020 indicating that the issue occurred during testing, no patient was involved. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported problem was able to be duplicated. Service replaced the downstream occlusion seal to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.